Manufacturer narrative:
(B)(4). Additional information: the ats45 package and tyvek lid was visually inspected and tyvek delamination was confirmed. The tyvek ripped while the package was being opened and was not likely to have any damage prior to opening. Tyvek ripped and stuck to the blister flange when package was opened due to tyvek delamination (separation of tyvek layers.) Tyvek delamination causes the package to be difficult to open. Tyvek delamination makes it difficult to remove the device from the package using sterile technique. The package blister was fine with no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. Package sterile integrity was not affected. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique. Lot history records for l4fd41, product code ats45, were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the packaging was torn, tyvek on initial use. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: did the tear in the tyvek affect the sterility of the packaging? Is the packaging available for return? If yes, please include the packaging material with the device for analysis.